Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The device history review, the product evaluation, and the complaint trend review are in progress. Results of the device evaluation, as well as the device history record and complaint trend review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific in 2007, that after the placement of a rapid exchange biliary stent system during an endoscopic retrograde cholangiopancreatography in a female patient (age unknown), "the clear plastic inner cannula had fractured and remained in stent." "The stent was positioned satisfactorily in the common bile duct." During deployment the "assistant encountered resistance when trying to pull back" when "an audible snap was heard... Upon fluoroscopy it was visible that the radiopaque marker at the tip of the inner clear plastic cannula was still high up in the cbd, even though the surgeon had removed the flexima system from the cbd...the scope remained in place and endoscopically the proximal end of the clear plastic inner cannula could be seen emerging from the proximal end of the stent...when the surgeon retracted the scope this clear cannula slid easily from the stent." Despite several attempts to obtain additional details, confirmation that the scope was used to remove the cannula was not established. No patient complications were reported.